Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the procedure, there was an intraocular pressure (iop) spike to 48mmgh. Intraocular pressure was reduced to 33mmhg after carbonic anhydrase inhibitor was used. Additional information was received indicating that the intraocular pressure (iop) was 12 the day after device while the patient was on carbonic anhydrase inhibitor. At the one month follow up, the iop measured 26 while the patient was using their regular eye drops. Prior to the procedure, the iop was 23. Approximately four weeks later, the iop was recorded at 24 on the same regimen. Based on these findings, the device did not appear to be effective.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards per the service test procedure (stp). A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).